Event description:
It was reported to philips that equipment did not give fluoroscopy. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the equipment does not give flouroscopy. The philips remote service engineer (rse) tried connecting to the system but was unable to connect. Rse released work order for evaluation and repair service to customer however customer resolved the issue and cancelled the work order. As a result, no service has been carried out by philips. There has been no additional information received to date. The codes were updated based on the investigation outcome. The health impact code was corrected.